Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6)2024, it was reported that patient was hospitalized on (B)(6)2024. Length of hospitalization was greater than 24 hours. Sick, unwell, tired and vomiting symptoms were reported at time of hospitalization. Diabetic ketoacidosis was reason for hospitalization. The blood glucose level was 500 mg/dl. Headache, incoherence nauseated, and vomiting reported at time of hospitalization. The ketones level was between 80 and 140 mmol/l. Therefore, patient was treated with manual shot of insulin. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.